Event description:
Reportedly, the procedure was performed without incident. However, the surgeon received a call from the bariatric unit reporting something was wrong with the pt and the pt was returned to surgery at about 2:00 am in 12/2004. Upon inspection of the jejunojejunostomy, it was noted that the transverse closure was completely opened with a small intestinal leak in the pt's abdomen. The surgeon also noted that some of the staples had improper formation. Therefore, the surgeon opened the pt and hand sewed the stapleline to maintain hemostasis and complete the case. The pt was then sent to the ICU.